Event description:
The customer reported a proximal pressure line disconnect. Not in use. The remote service engineer (rse) instructed the customer to go into diagnostic mode and check for codes in the significant event log. She was looking for a proximal pressure line disconnect error but did not see it. The customer obtained a good bipap circuit and test lung. She set up the unit in the controls test setup, and unit is running with no issue for 5 minutes. Instructed her to disconnect the proximal pressure line, within a few seconds the unit alarm proximal pressure line disconnected. She reconnected the proximal line to correct issue. She plans to have the unit run for a few hours, and then communicate with respiratory on her findings. The customer emailed and stated, the respiratory therapist (rt) said it is still giving him the same alarm. He tested the unit without a lung attached, it is open, it will not let him go into standby. It will give him a message ¿remove mask¿ or ¿disconnect circuit from et¿ to enter standby. Customer emailed and stated, they will service the unit. She plans to replace the flow sensor assembly. Further information is pending.

Manufacturer narrative:
The customer stated the issue was determined to be a user error, and there was no problem with the ventilator. The customer did not respond to requests for additional information.